Manufacturer narrative:
The returned product was evaluated and the investigation found the tube nut was incorrectly installed, causing the lead screw to lose contact with the tube nut threads before the pod finished delivering insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached 400 mg/dl and that the pod was worn for a day and a half on his abdomen.